Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught on the placed stent. The lesion was located in the moderate tortuous left circumflex (lcx) proximal artery. Physician placed a non-bsc stent in the lcx. The atlantis sr pro2 intravascular ultrasound (ivus) catheter was used to determine stent apposition. The stent was confirmed to be malapposed. During withdrawal of the atlantis sr pro2 imaging catheter, resistance was felt and the catheter became caught on the stent strut. The catheter was successfully released and withdrawn from the patient. The physician noticed that 2-3cm of the guide wire exit port, at the tip, was lifted. The stent was post-dilated. Post-ivus was completed with another same device. The stent was confirmed to be well apposed. There were no patient complications reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the hub o-ring was not in the proper place when received and kinks were observed in the sheath assembly at 44.8cm and 71.2cm from femoral marker at distal side. The guidewire exit port was lifted 1.0mm and ripped 1.0mm long. A 0.014¿ test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught on the placed stent. The lesion was located in the moderate tortuous left circumflex (lcx) proximal artery. Physician placed a non-bsc stent in the lcx. The atlantis sr pro2 intravascular ultrasound (ivus) catheter was used to determine stent apposition. The stent was confirmed to be malposed. During withdrawal of the atlantis sr pro2 imaging catheter, resistance was felt and the catheter became caught on the stent strut. The catheter was successfully released and withdrawn from the patient. The physician noticed that 2-3cm of the guide wire exit port, at the tip, was lifted. The stent was post-dilated. Post-ivus was completed with another same device. The stent was confirmed to be well apposed. There were no patient complications reported and the patient's current condition is fine.